Manufacturer narrative:
Evaluation summary: a component (c-25) was dislodged in the communication's circuit. It seems that this was caused by the device being dropped.

Event description:
At implant, the device could not be inquired by both 522-06 or 522-12. The device was not implanted and will be returned for analysis.